Event description:
The customer reported the doctor "sheared off" introducer tip into the pt biopsy site. The customer reported that the piece was removed and the pt was ok. The customer has reported that the doctor wanted same like lot number removed and replaced. There were (7) total left to return including the marker sheared off in procedure. The customer has requested to be shipped the shipper kits to send items back.

Manufacturer narrative:
The manager of the mammography unit was contacted by phone on (B)(4) 2012. She reaffirmed that the doctor was able to retrieve the marker introducer tube tip from the pt's breast. The pt was discharged. The devices have not been returned for eval at this time. The lot number reported does not match any of our mfg batch record numbers. Batch records for another lot of mam3008 devices, lot number h4413x were reviewed. No abnormalities were noted in batch record h4413x. The instructions for use insert is included in the carton packaging and lists step by step directions on the correct method for use. Under instructions section of the insert, one of the caution statements reads "do not insert beyond the appropriate band or tip damage may occur." Under warnings in instructions, it states "failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear."